Event description:
Intra-operative, while using an arthrocare foot control, it was discovered that when the ablate pedal was pressed it would not automatically depress and would stay in active ablate mode. The pedal was used to complete the procedure by repeatedly stepping on the pedal to release the activation mode. No pt complications were reported as a result of this event.